Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (225- 250 mg/dl). The customer administered a correction bolus to address bg levels. In addition, the customer is currently consulting with health care provider regarding elevated bg level and adjusting pump basal settings.